Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and functional testing, the f-67 alarm was found. The alarm was caused by a damaged sensor board. The pump has been removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-67 alarm (supply voltage of cpu circuitry is too low) during an unspecified process step. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.